Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during da vinci-assisted pulmonary lobectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument could not be controlled by surgeon. The instrument jaws were stuck in closed position, and the instrument release kit (irk) was used to open the jaws. There was no tissue involved. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was not able to open the jaw of the instrument from surgeon console, and the jaws closed the tissue and had to be opened to free it. The surgeon was not able to move the instrument both wrist and along the surgical workspace, it remains in the same position/location. The instrument release kit (irk) was able to open the jaws to free the tissue. Isi has received the instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
Refer to h11 for follow-up information.